Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving intrathecal dilaudid 8.0 mg/ml at 3.7492 mg/day, bupivacaine 30.0 mg/ml at 14.059 mg/day, and baclofen 250.0 mcg/ml at 117.16 mcg/day. The indication for use was malignant pain. On (B)(6) 2014, the patient reported feeling over-medicated and foggy. The clinical diagnosis was intrathecal medication side effects. The patient was reprogrammed (7% decrease) on (B)(6) 2014; dilaudid at 3.5038 mg/day, bupivacaine at 13.139 mg/day, and baclofen at 109.49 mcg/day. The event resolved without sequelae on (B)(6) 2014. The event was noted to be related to the device or therapy and the drug. The drug action that caused the event was an increase in dose. The event was not related to the implant procedure. The event resulted in an unscheduled clinic or office visit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.